Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that an angio-seal vip was deployed in the pt's common femoral arteriotomy post percutaneous transluminal coronary angioplasty (ptca). Pre-deployment angiogram was performed. There was no peripheral vascular disease, scarred or fibrotic tissue at the puncture site. The pt ambulated 2 hours later with no reported problems. Four hours post procedure, while the pt was resting in bed, a hematoma developed. The pt underwent surgical treatment for the hematoma, where the collagen was inside the femoral artery. The pt was later discharged from the hospital. The pt is reported to be fine. Heparin, 10000 units and 75 mg of clopidogrel were given during the procedure.